Event description:
An optician reported that a patient experienced a corneal ulcer, right eye, associated with wear of focus monthly visitint contact lenses. The patient had received a supply of lenses in 2007. The optician that the patient had been prescribed antibiotic drops to treat an infection (yellow discharge and stickiness). The patient had completed the prescribed treatment and had then resumed contact lens wear. The patient subsequently attended the ER of an ophthalmic hospital following further unspecified problems. The hospital ophthalmologist diagnosed a corneal ulcer and prescribed treatment (unspecified). The optician reported the patient is still under care of the ophthalmologist & has not returned yet for follow up with the optician. Request has been made for additional information; however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of returned product samples were found to have met specifications for all parameters evaluated. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.